Manufacturer narrative:
Title: risk factors for postoperative bile leakage: a retrospective single-center analysis of 411 hepatectomies. Source: hepatobiliary pancreat dis int 2016; vol 15, no.1, pages 81-86. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature source of study performed between december 2006 and december 2011, risk factors for postoperative bile leakage: a retrospective single-center analysis of 411 hepatectomies. A total of 411 patients who had undergone hepatectomy were retrospectively analyzed. The severity of bile leakage was graded according to the isgls (international study group of liver surgery) classification. Twenty-eight pre- and postoperative parameters were analyzed. Ligasure (covidien) was used with non-medtronic scalpel in 132/411 (32.1%) of patients, and another non medtronic was used in 18/411 (4.4%) of patients. The data was not presentedby hemostatic device. Bile leakage was seen in 42 (10.2%) of the 411 patients within 30 days post operatively. Post-operative mortality (within 30 days) was 3.6% (15 patients) including 1 patient with bile leakage.